Manufacturer narrative:
For the reported event, the device was not returned to the manufacturer. However, a photo was returned and did confirm the fracture and leak. A definitive root cause could not be determined from the photo.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 0601610 215 repair 0.77mm-white experienced a fluid leak and a fracture. For this event, the device was used on the patient with no reported injury. The patient was a (B)(6)-month-old boy weighing (B)(6) kgs. The 0601610 215 repair 0.77mm-white was not returned to the manufacturer. However, a photo was returned and did confirm the fracture and leak. A definitive root cause could not be determined from the photo.